Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4+. The mean pressure gradient (mpg) was 1mmhg. It was noted imaging was challenging due to an enlarged atrium, posterior flail, and long posterior leaflet. During the procedure, the physician stated there was a delay in steerable guide catheter (sgc) when positioning the device. The procedure was continued without replacing the sgc. An xtr clip (31221r1003) was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae. Although still attached, the clip was able to be deployed on both leaflets. Mr decreased to a grade of 3+ and the mpg increased to 5mmhg. An ntr clip (31122r1048) was then inserted and deployed without issues, reducing mr to a grade of 1+. It was noted the mpg increased to 6mmhg, but the physician was satisfied with the results of the procedure. The following day, echocardiography was performed and showed the ntr clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increased to a grade of 4+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to procedural conditions and patient anatomy. The reported poor imaging resolution was due to patient anatomy. The reported mitral valve insufficiency/ regurgitation was due to the reported slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.